Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the cuff of a portex suctionaid tracheostomy tube "deflated more quickly than it usually did". The next day, the patient went to the hospital and staff filled 6cc of air in the cuff, but one hour later, it was deflated to 5cc. The patient returned to the hospital for a tracheostomy tube change. No permanent injury was reported.